Manufacturer narrative:
The reported event could not be confirmed, since the device was not returned for evaluation and no other evidences were provided. A device inspection was not possible since the affected device was not returned, and no other evidences were provided for investigation. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. No indications of material, manufacturing or design related problems were found during the investigation. A review of the labeling did not indicate any abnormalities. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. However, based on past complaints, the most probable root cause of the failure could be due to non-union of the bone causing overloading of the nail and subsequently screws as well, leading to breakage. General aspects: screw breakage in general has been experienced. It does not present an unanticipated event in itself. Depending on the load application, also, depending on the patient¿s post implant behaviour, on the suitable anatomical reduction, on the kind of bone breakage and depending on the course of bone healing and other factors a screw breakage can rather be classified as anticipated ¿ specifically if one or more contributing issues concurrence with each other. A successful treatment with an implant requires sufficient bone healing during the implantation period. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
A patient who had an operation at the (B)(6) medical center last year was discharged from the hospital and then re-fractured and was admitted to the (B)(6) hospital. Two of the three t2gtn distal screws broke. The doctor diagnosed nonunion and performed revision surgery.

Manufacturer narrative:
The device will not be returned. If additional information becomes available, it will be provided in a supplemental report.

Event description:
A patient who had an operation at the (B)(6) medical center last year was discharged from the hospital and then re-fractured and was admitted to the municipal (B)(6) hospital. Two of the three t2gtn distal screws broke. The doctor diagnosed nonunion and performed revision surgery.